Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: when used to draw up moderna vaccine syringe noted to be leaking & air bubbles evident according to vaccinator.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2012411. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this incident, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of leakage were identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: when used to draw up moderna vaccine syringe noted to be leaking & air bubbles evident according to vaccinator.